Manufacturer narrative:
A product investigation was completed: upon visual inspection, the surface shows signs of usage; on the tip one (1) of the four (4) lips are hardly damaged; furthermore we have received the blade in an unlocked condition. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected which could lead to the complaint failure. The article was manufactured in november 2016. No ncrs were marked in the DHR during production. The damage at tip is a result from contact with a hard material such as metal (nail). Also we are able to say that the wrong screw driver got used; the article 03.010.410 should be used. During investigation a functional test was performed; the blade passed the functional test. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that during the operation an application error may have taken place. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient status is reported as okay.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 16.nov.2016. Expiry date: 01.nov.2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure to implant the proximal femoral nail antirotation (pfna) ii nail on (B)(6) 2017; surgeon attempted to insert the pfna ii blade but was not able to lock the blade to the nail. Surgeon then used a different size blade and was able to lock it. Surgery was completed successfully with a delay of approximately 10 minutes. Concomitant devices reported: pfna nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna ii blade. This is report 1 of 1 for com-(B)(4).